Event description:
The hosp reported they performed three procedures in one day, and bronchial lavage samples from two pts tested positive for methicillin-resistent staphylococcus aureus (mrsa). The first procedure was performed on a pt known to have a pulmonary infection with mrsa. That same scope was then used on the third pt of the day, and the bronchial lavage sample obtained from that pt also tested positive for mrsa. A different scope was used on the second pt and did not contain the organism. The third pt was placed on prophylactic vancomycin and has not shown signs or symptoms of mrsa infection.

Manufacturer narrative:
The device in question was sent to an off-site microbiology lab for microbiologic sampling prior to olympus performing a quality inspection. The lab report indicates that the samples obtained in the suction cylinder flush and the instrument channel flush did not contain detectable bacteria. After the device was microbiologically tested, it was sent to olympus for the quality inspection. Our investigation revealed that there was a build up of a red and whitish stain found on the k-mount and c-mount unit walls which was attributed to insufficient cleaning. In addition, the insertion tube had a sharp scratch from approx 27 cm to 33 cm marks that was attributed to physical damage. It should also be noted that this device has not been serviced since its purchase 5 yrs ago.